Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when they used the handle on the first firing, after pushing the green safety button, as soon as they squeezed the handle, the beam got stuck and stopped moving with the two different reloads. The doctor could not squeeze the handle anymore. They ordered the scrub nurse to replace the abnormal handle and reload for each of a new one.